Event description:
Clarification of event: it was reported that during an attempted implant, the atrial lead could not be fully inserted into the atrial port of the header. It was later reported that dried blood was found in the atrial port of the device. The device was not implanted. No adverse event to the patient.

Manufacturer narrative:
The reported field events of an atrial port issue on the device and dried blood in the header could not be confirmed in the laboratory. The device was tested on the bench and was found to be normal. An inspection of the header was performed under magnification, but no dried blood could be located in the header. The reported dried blood may have been cleaned out during the decontamination process. Clinical leads were able to insert and secure normally into the header. The cause of the field reported issues could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of an atrial port issue on the device could not be confirmed in the laboratory. The device was tested on the bench and was found to be normal. The cause of the field reported issue could not be determined.

Event description:
It was reported that during an attempted implant, the atrial lead could not be fully inserted into the atrial port of the headers due to dried blood in the port. The device was not implanted. No adverse event was caused to the patient.